Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history lot : manufacturing location: monument, manufacturing date: 22-may-2019, part number: 04.013.552, 11mm ti cann retro/antegrade femoral nail-ex/360mm , lot number: 3l30474 (non-sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns072594 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to a traffic collision that bent the nail on impact¿ does not indicate breakage of the nail therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history batch null, device history review 19-feb-2021: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H6: investigation summary investigation site: cq zuchwil. Selected flow: damaged. Visual inspection: the received pfna nail is broken into two pieces at the shaft, approx. In the middle section. The shaft got bent around the breakage area and show deep impression marks. Otherwise no other significant damages could be detected. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: the outer and inner diameter of the shaft (near to breakage point) was measured with caliper and found to meet the specifications. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material titanium alloy (tan) was used according iso 5832-11. The broken surface is homogeneous what indicates material conformity as well. Summary: the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This findings let us exclude a manufacturing related issue. Based on the provided information we assume that the nail was exposed to high forces during the road traffic collision, and finally did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent surgery in (B)(6) 2020 and was implanted with a r/afn (retrograde) intermedullary nail. The patient had a road traffic collision on (B)(6) 2020 which caused the intermedullary nail to bend on impact. The patient underwent surgery on (B)(6) 2020 to remove the intermedullary nail and replace with a longer, wider r/afn (retrograde) (12mm x 400mm). The surgeon had to use a metal cutting device to cut the nail from the patient. There is no further information available. Concomitant devices reported: unknown spiral blade (part # unknown, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity unknown), unknown end cap (part # unknown, lot # unknown, quantity 1). This report is for one (1) 11mm ti cann retro/antegrade femoral nail-ex/360mm. This is report 1 of 1 for (B)(4).